Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) will not boot up fully. The representative adjusted the power supply 1. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported during servicing, that the imaging system was not booting up. The representative discovered that the low voltage power supply was under voltage. The representative adjusted it to specification. There was no patient present when this issue was identified.